Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operation of device is unknown. No product information has been provided to date.

Event description:
It was reported that the infusion did not achieve patient when there was medicine in the cassette. Changing the cassette fixed the problem. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).